Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant troponin and bnp results was due to the broken tubing connections of the wash 1. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.

Event description:
Discrepant advia centaur xp troponin and bnp results were obtained on pts samples. The results were reported to the physician(s). The samples were repeated and corrected results were reported. Pts were treated with plavix and metoprolol due to the discrepant troponin results. There was no report of adverse health consequences due to the discrepant troponin results. There was no pt intervention or report of adverse health consequences due to the discrepant bnp results.